Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate value of 35 units. Reportedly, the cartridge was filled with 250 units of insulin. The customer¿s blood glucose level was 160 mg/dl. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.